Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient received inappropriate atp therapy due to noise. Noise was able to be reproduced in clinic with deep breathing. Myopotential oversensing is suspected. No further information.

Event description:
New information received notes that the lead was capped and replaced on (B)(6) 2016. Patient was stable before, during and after the procedure.